Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the 'house parent' for serenity farm contacted lifescan (lfs) alleging that their onetouch ultramini meter was reading inaccurate high as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2011. The mss was advised by the reporter that on (B)(6) 2011 at 9:00am, the patient, who is a gestational diabetic, reported a blood glucose result of '92mg/dl' with the lfs meter and '40mg/dl' on another device, performed within an hour or more of each other. The reporter stated that the patient does not take any medication to manage the diabetes and took more food/drink immediately after the reported issue in response to it. Shortly after, the reporter claimed that the patient developed symptoms of 'shaking and trembling' and about an hour to an hour and half later, the patient was admitted to the ER where she was tested on the hospital's meter (unknown type) and obtained the reading of '40mg/dl'. Immediately after, the patient was administered with an IV glucose and was advised to 'eat every two hours and to monitor her blood glucose levels'. At the time of troubleshooting, the cca determined that an approved sample site was used for testing but was unable to verify if the meter was set to the correct unit of measurement. The replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.